Event description:
Patient reported "ruptures". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g4, h6. Device is not PMA approved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptures". This record is for the left side. The device remains implanted.